Manufacturer narrative:
The reported issue of the autopulse exhibited ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and in review of the archive data. The root cause of the issue was due to the defective load cell 1. To remedy the fault, the load cell 1 was replaced. Following the repair and replacement of the parts identified, the platform passed all the testing and functioned as intended. Visual inspection was performed and found the load plate cover was damaged . The front and the bottom covers were cracked. The autopulse platform is a reusable device and was manufactured on 10/12/2007. Therefore, these types of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device and are unrelated to the reported complaint. Functional testing was not performed due to the autopulse exhibited ua07 (discrepancy between load 1 and load 2 too large) error message upon powering up of the device thus confirming the reported complaint. Archive review showed ua07 occurred on the reported event date on (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial (B)(4).

Event description:
As reported, the autopulse exhibited ua07 (discrepancy between load 1 and load 2 too large) error message upon power up. According to customer, the patient was already on the platform when the issue occurred. Customer stated that they troubleshoot the issue by replacing the lifeband and battery however, the issue was not resolved. The autopulse was replaced immediately with another platform to continue the treatment. No patient harm or consequence reported on this event.